Manufacturer narrative:
One device was received for investigation. The device was functionally tested, but the investigation could not duplicate the reported issue. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. Based on the results of the investigation, the reported complaint could not be confirmed.

Event description:
It was reported that the solis battery was inspected and seemed a bit swollen and there might have been some thermal damage (melting at the bottom of the battery). There was no patient involvement.

Manufacturer narrative:
H4: manufacture date is unknown; no information is available based on reported serial number. B3: date of event is unknown; no information has been provided to date. H3: device not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.